Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test failed during pre-use check. The ventilator was investigated on site by our field service engineer. Further investigation revealed the air gas module as defective. Issue resolved by replacing the defective air gas module. Unit passed all functional tests and was handed over to customer in working condition. Review of the provided logs confirmed the reported issue at date of the event and shows that the unit also failed the gas supply test during the pre-use check. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. However, no part returned for investigation. Therefore, no root cause can be established.

Event description:
It was reported that the ventilator failed flow transducer test failed during pre-use check. There was no patient involvement. Manufacturer's re.#: (B)(4).